Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that since he replaced the insertion his blood glucose level was 400 mg/dl. He delivered three boluses. Customer's current blood glucose level was 410 mg/dl. He was not feeling well. The customer was in the hospital the day before but it was not diabetes related. The device was not returned.